Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly during a bolus attempt. The patient's blood glucose at the time of incident was 444 mg/dl. The device had also alarmed failed battery test a month prior to the call. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram crc error, unexpected restart alarm or any alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.